Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's neurostimulator would not turn on. The pt had not felt a stimulation sensation for the previous three days. And also experienced a loss of therapeutic effect. The pt was unable to feel stimulation at the highest amplitude. The pt had fallen about one month prior to report. Add'l info has been requested, but was not available as of the date of this report.